Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the clip feed sideways? Yes. Did the clip feed slowly into the jaws of the device? No information. Did the clip not feed into the jaws ? No information. No further information will be provided."

Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws properly, and the deployed clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r93d76. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, 1 malformed clip and 2 conforming clips inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.